Event description:
On (B)(6) 2011, pt reported he woke up this morning and noticed there was nothing on the display of his infusion device. Pt stated he somehow got the infusion device to go through the start up function by squeezing on either side of the up button on the infusion device. Pt reported the device went through the start up function and then as soon as he let go, it turned back off. Pt stated he tried a new battery, but the same thing occurred. Pt reported he put a "clamp" around the up button on the infusion device and was able to get it to stay on in order to check his basal rates and switch to his backup infusion device. Pt stated if he were to take this "clamp" off, the device would turn off as well. Pt reported he woke up in the middle of the night to use the restroom and happened to look at the infusion device and everything was okay at that time. Pt stated he did not notice anything until this morning at breakfast. Pt reported receiving no alerts or errors before this concern. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.